Manufacturer narrative:
Remote review of customer's instrument images: batch (B)(4) (r760, 221692) run on (B)(6) 2016 on echo m00965, scii on lot r760 is e+e-, sample (B)(6), scii resulted as negative in this batch. Implicated product has expired. DHR review performed on capture r ready screen (3) lot r760 for e antigen status prior to release. DHR quality review deemed all specifications as being met and product was released to market on 16jun2016.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative result when testing patient sample (B)(6) using capture-r ready-screen (3) (crrs 3) on the galileo echo m00132 . The patient has a history of anti-e.